Event description:
It was reported that the pump displayed cassette not attached error. The event occurred during testing.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that confirmed customer complaint of ¿cassette error¿. Confirmed through visual inspection and occlusion test. Replaced dso sensor and seal. Performed post visual inspection, and occlusion test, also performed dso/uso sensor calibration. Unit passed testing criteria. Unit reset to standard configuration. Upon further investigation, found pump casing, battery compartment and power switch damaged. Replaced top case, bottom case, front piezo, rear piezo, power switch, and battery compartment. Performed visual inspection, pump powerup test and battery fallout test. Unit passes testing criteria. Performed all remaining performance verification tests. Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.